Event description:
It was reported the patient presented for a routine generator exchange. Prior to the procedure, it was noted the atrial lead had been oversensing noise. No changes or interventions were reported. The patient was in stable condition.